Event description:
It was reported that the pta balloon ruptured at 16 atm during the fourth inflation in the brachiocephalic vein. The access site was enlarged to facilitate removal of the balloon. The access site was then sutured and hemostasis was achieved. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned to the MFR for eval. The investigation is currently underway.